Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported the swivel arm mechanism of their epiq ultrasound system¿s control panel would not lock into position. It was unknown if the system was being transported within the user facility. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips field service engineer was not able to determine if this was a control panel swivel issue or if it was discovered while in transport. However, the customer confirmed that the epiq ultrasound system no longer had the issue, and that the system was functioning properly.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.